Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received dilaudid (unknown concentration and dose) in an implantable pump for malignant pain and other carcinoma. The patient received pain relief, but had a lot of discomfort at the pocket site. The issue was considered to be sudden. The patient was taken in approximately 3 weeks ago because the pump moved and got "caught under her rib cage." The pump had since moved back into the pocket, but the healthcare provider (hcp) wanted a "flap" put on it so it would stay in place. The hcp also wanted to replace the pump at same time because it was 5 years old. The reporter would try and find a surgeon to replace the pump, as the managing hcp no longer performed surgeries. Additional information was requested from the hcp regarding the troubleshooting performed, the cause of the pump movement, and if the pump replacement was performed. If additional information is received, a follow-up report will be submitted/the event will be updated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the pump was explanted.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter. Analysis of the 8578 catheter found coring in the seal of the sutureless connector. No leaks were seen from the sutureless connector during testing. The catheter body (8709) had a hole caused by a deep abrasion. There were no anomalies found with the pump.

Event description:
Additional information was received from a consumer. The patient had symptoms of pain from the pump location and implant site. The pump was hitting the patient's ribs. It was stuck under the patient&#38112;ribs and moving.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.